Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device was chirping and has a red x which was cleared by running an opcheck, all tests passed. The device status log showed an ECG bias processor pca failure (auto test) from 11/19. The customer printed then cleared the status log.